Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory that this lead was thoroughly analyzed. Detailed analysis revealed that the outer insulation was damaged through to the anode conductor coil right at the distal end of the lead segment returned, 435-450 mm from the terminal pin. Two side of the lead insulation have been worn through to the coil. The inner circumference of the outer insulation has marks on two opposing sides of the lead just proximal to that. The insulation is flattened (out of round) in this area. Microscopic analysis indicates the insulation damage was initiated by a localized compressive stress on the tubing surface. The inner insulation in this area is torn and jagged. The inner insulation in this area is torn and jagged. Due to the location and type of damage, this was most likely caused by entrapment in the clavicle first rib region. The allegation was confirmed.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited pacing not delivered when required and high pacing threshold measurement. The lead was found out to be fractured. Additional information was received from the field representative that the lv lead was presented with increased in impedance of 1800 ohms, followed by an x-ray showing the lead fracture at subclavian crush. The lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
--